Manufacturer narrative:
The instrument was found to have one severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot properly load into the clip groove of the grip-tips. Common causes of the failure mode bent-severely instrument grips -tips are attributed t damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would release the clips. The user completed the procedure and no known impact or patient consequence was reported.